Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection procedure. Upon firing, the device only fired 1 cm and then stopped. The stapler could not fire anymore. The lights on the handle were all solid green. Switched to a manual handle and continued stapling from the original staple line to complete the procedure. The surgical time was extended by more than thirty minutes due to the product problem but did not result in an adverse event. No injury to the patient and the patient is currently stable. No reinforcement material was used in conjunction with the stapling device.